Manufacturer narrative:
The reported event was investigated based on the log file. Based on this the event could be confirmed. A restart of the cockpit (display unit) could not be confirmed with this data. Besides, a faulty flow sensor could be seen in the relevant log files. However, the software requested a restart of the ventilation unit. The event was caused by a temporary timeout in the processing of software tasks. The security software monitors the proper functioning of the device. If such deviation is detected, the device generates a corresponding acoustic and visual alarm, and initiates a restart of the ventilation unit to solve the issue. During the restart the emergency ventilation valve would open to the environment and allow the patient to breathe spontaneously. After a single restart the issue was solved, and the ventilation continued with the previous settings. The software was reinstalled as a precautionary measure and the faulty flow sensor has been replaced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use the ventilator alarmed for both a ventilator restart and an incompatible flow sensor. There was no patient injury reported. The device file was provided to the dräger technical support team for evaluation and recommendations. The reported issue was verified and it was recommendations were provided. The biomed ran the unit for an extended without any errors. The unit was released for use with out further issue.